Manufacturer narrative:
Method: risk assessment; x-rays. Result: the event was confirmed via provided x-ray. Based on x-rays, locking mechanism fractured post-op. A revision surgery has occurred and the hardware was removed. The device was not returned for evaluation. Manufacturing files were not reviewed because a lot number was not provided. Based on x-rays it was confirmed that four screws instead of six screws were used to secure the plate to the spine. As per the surgical technique "a plate that is too long may interfere with the adjacent disc space. Regardless of the plate size selected, the screws must be inserted with the correct amount of screw angulation." Conclusion: the probable root cause is therefore not using the amount of screws that size was intended for.

Event description:
It was reported that; it patient received a plate and screws two years ago. It was reported that the patient presented with trouble swallowing. It was reported that based on x-rays the screws had come loose. It was reported that the patient was revised and the hardware was removed.

Event description:
It was reported that; it patient received a plate and screws two years ago. It was reported that the patient presented with trouble swallowing. It was reported that based on x-rays the screws had come loose. It was reported that the patient was revised and the hardware was removed.